Event description:
A physician attempted arteriotomy closure in the subclavian brachial artery using the starclose device. It was reported that the brachial artery shut down and the patient had an unknown procedure to open it.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.